Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an endeavor resolute drug eluting stent to treat a severely calcified (60%) and distorted anterior descending artery. Vessel tortuosity was present. The procedure was prompted by coronary heart disease. The physician used a 2.0 and 2.5 balloon to pre-dilate the lesion. Resistance was encountered when advancing to the lesion, moderate force was used. The endeavor resolute failed to cross the target lesion. It was reported that the physician continued to use a 3.0 balloon to dilate the lesion again and attempted to deliver the stent but it failed to cross again and dislodged. The physician attempted to retrieve the stent and it was reported that the stent went into the iliac artery. The physician decided that the stent did not drop into the important vessel and communicated with the patient's family and did not remove the stent. Another stent of the same size was implanted to complete the procedure. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.